Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008 and revision procedure on (B)(6) 2012 due to patient allegations of pain and personal injury. A review of review of invoice history confirms both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6)2008 and revision procedure on (B)(6) 2012 due to patient allegations of pain and personal injury. A review of review of invoice history confirms both surgery dates and that the modular head was removed and replaced. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2012 was due to dislocations. The patient's operative report noted fluid indicating metallosis with pseudodebris and loose osteophytes at time of revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6), 2008 and revision procedure on (B)(6), 2012 due to patient allegations of pain and personal injury. A review of review of invoice history confirms both surgery dates and that the modular head was removed and replaced. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6), 2012 was due to dislocations. The patient's operative report noted fluid indicating metallosis with pseudodebris and loose osteophytes at time of revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿